Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this brady lead was an attempted implant due to high out of range pacing impedances and helix extension difficulty. This lead was removed prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. X-ray imaging found that the inner coil was stretched near the lead tip which likely contributed to the reported clinical observations of helix extension/retraction difficulties. The cause of the stretched inner coil is unknown. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high impedances. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long-term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products.